Manufacturer narrative:
Follow-up #1 date of submission 08/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2013 with the following findings: the black box shows no alarms related to the complaint. Investigators performed both normal and audio bolus and reviewed bolus history and both entries were properly depicted. Bolus entries were reviewed in the black box and verified those bolus entries were depicted in bolus history. There was no evidence of bolus history not being accurately recorded. The pump was exercised for 24 hours with a 1 unit per hour basal program and no related warnings / errors duplicated. The pump alarm history was reviewed and records accurately depict pumps exercising period and basal delivery. The pump cover was removed, no evidence of moisture or loose components observed inside of pump. Investigators were unable to duplicate or verify bolus history issue. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013, alleging a history issue. The reporter stated that not all boluses were being recorded in the pump history. The patient reportedly bolused four times a day. A review of the pump history revealed multiple 0.0 units, and the reporter stated actual amounts were bolused. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.